Event description:
Tube inserted and 4 days later, pt found at 5 am with tube that had been leaking for unk period of time during night feedings. Pt was hypoglycemic with blood sugar 1.6 mmol and was given emergency treatment to correct blood sugar. Tube leaking from yellow connector tube end (where guidewire is inserted) and family members felt the tube was cracked. Reported to have responded readily and fully to treatment and reinstitution of full nutrition with a new feeding tube. Per part 2 lab record, the joint of the male luer/y-piece is secure, but investigator was able to identify a single leak path by injecting air through the joint with the joint immersed in water. Followup phone conversation with two nurse caretakers in 6/2004 validated episode of low blood sugar; family member reported neurologic symptoms of hypoglycemia including pallor, clammy skin, diaphoresis, difficulty in arousing pt and tremoring.